Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed battery-out limit after replacing the battery in a timely manner. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer reported a possible unresponsive keypad. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.